Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's 3 way solenoid valve was replaced to address the issue.